Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a pair of the medi-trace defibrillator pads. The customer stated that the 1310p pads failed to shock a pt.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.